Event description:
In 2002, the pt underwent abdominal surgery to remove an ovarian cyst. Gynecare intergel was applied to the inside of abdomen by physician for the purpose of decreasing adhesions. "Pt suffered severe and acute abdominal pain, adhesions, fever, and an elevated white blood cell count following this surgical procedure. Due to the problems experienced by the pt, a secondary surgery was performed the next day. During this surgery, the intergel product was removed from abdomen by physician. The pt underwent a third abdominal surgery one month later to remove further surgical adhesions and alleviate pain and discomfort. The pt excepts to undergo a fourth abdominal surgery to correct further complications and a partial bowel obstruction."